Event description:
Treatment of an unruptured saccular aneurysm located in the superior hypophyseal segment of the left ica (internal carotid artery). The anatomy was tortuous. The patient was given dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4.50mm x16mm) did not fully open, so it was removed by trapping the pipeline braid between the capture coil and the catheter. Another pipeline (5mm x 16mm) was successfully implanted in the patient and post procedural angiography showed slow flow into the aneurysm. The patient was reported to be doing well. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).